Manufacturer narrative:
(B)(4). Batch # p9368g. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the handpiece fell apart once plugged in with the attachment. A spare one was used to complete the case. There was no harm to patient reported.